Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure that clips will not hold after placing. Clips do not hold. They were formed, closed but reopened once released. Did not fall into the pt. Another like device was used. There was no pt consequence.